Event description:
According to the reporter, during a laparoscopic gastric bypass, during the third firing, when the surgeon position the device for the anastomosis between the stomach and small intestine, there was a snag in the angle, however, the positioning went well. The reload was closed and fired. When the surgeon straighten the magazine from the angle, as well as open it, it narrowed and it began to articulate and spin uncontrollably. The led screen started blinking. It was heard that something broke, then the reload came off from the adapter. The reload then locked and stuck on tissue. The surgeon picked up a manual handle, removed the gas from the patient and managed to get the rear end of the reload out through an empty porthole and attempted to dock the manual handle but it did not work. It was not possible to open the jaws of the reload. But in the end, the reload was gently pushed and removed from the tissue. The staple line was incomplete and had a poor formation. The surgeon needed to suture the anastomosis to make sure that it was properly sealed.

Manufacturer narrative:
Concomitant medical products: egia45avm - egia45avm egia 45 artic vasc med sulu, lot# n2e0720y, sigphandle - sig power sigphandle handle, lot# c22aaf0152 sigpshell - sig power sigpshell control shell, lot# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unload switch was at the home position. There was no damage to the adapter. Visual inspection of the device showed that the rotating ring in the distal end of the adapter was rotated out of position and this prevented the loading of a reload. Functionally, the adapter was then connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter had 37 of 50 procedures remaining. The adapter was connected to a representative rpa handle running v29.1.3 software and the adapter with reload attached screen appeared. A reload was attempted to be connected but could not be fully connected to the adapter. It was reported that the jaws of the device remain closed on tissue and the loading unit disengaged from the handle. The reported issues were confirmed. The most likely cause was not traced to the device. The evaluation detected an unreported condition: the de vice showed that the rotating ring in the distal end of the adapter was rotated out of position. The product analysis noted evidence that the device was not used as intended. This issue may occur if the rotating ring is inadvertently moved out of position by impr operly loading the reload. It is important to make sure the load arrow of the reload aligns with the load arrow of the adapter when connecting the reload into the adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.